Event description:
Five minutes into the treatment, th ept experienced a grand mal seizure. It was reported that an operator error had allowed air ingress through the blood set which was not detected by the uabd. The pt refused hospitalization and left the clinic in stable conditon. Gambro technical services (gts) functionally tested the uabd, which failed the 7 and 10 microliter bubble tests. The blood handling driver cca and the uabd tranducers were replaced.